Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a loss of connection occurred between the transmitter and the pump. No additional patient or event information was available. At the time of the report, the loss of connection issue had been resolved. A replacement transmitter was sent to the customer.